Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds. The patient also experienced diaphragmatic stimulation. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.